Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. Additional information received which indicated that this lead exhibited product performance issue as this lead had a history of high threshold. Furthermore, the patient required an additional surgery to replace this lead. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.